Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed due to shorted cables. A field service engineer found the cable shorted on the corner of the rolled edge of the panel that installed with too much tension pulling down on the cable causing the sharp panel corner to wear through the cable. Replaced the cable with proper slack in the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system had a failed drawer and station had short preventing the power supply to turn on. During device inspection, a field service engineer found there was just a black mark on the drawer panel due to shorted ribbon cable. However, the patient care was not interrupted due to maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was offline due to drawer failure. A field service engineer found drawer ribbon cable shorted at hh cubie drawer 1 on the back panel of the drawer and replaced the cable with proper slack in the cable. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system was offline and the screen totally black. There was a failed drawer before and they have unplugged and rebooted the station, but it failed. There were no adverse events or injuries reported based on this incident.